Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. After reviewing log, it confirmed that malfunction. Upon troubleshooting, it revealed the issue was lack of communication. To resolve the problem, improvements were made to the connections of the monitor control unit and the service software. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.